Event description:
Reporter alleged obtaining a discrepant blood glucose result of 200 mg/dl back to back with a result of 84 mg/dl on the compact plus system when testing was performed less than 10 minutes apart. Reporter did not indicate that she was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.